Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly, rtos (real time operating system) cpu assembly, hard drive and ups (uninterruptable power supply) batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system intermittently failed to boot up or would lock up after booting. No patient serious injury or death was reported related to this event.